Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that four days post implant the implantable cardiac monitor (icm) recorded an asystole episode when the patient was not symptomatic and that the episode appeared to be a false asystole. The icm remains in use. No patient complications have been reported as a result of this event.